Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing found that the dso sensor was not recognizing the locked position. The dso sensor and dso seal were both replaced to address these issues.

Event description:
It was reported that the device keeps alarming cassette unlocked/lock cassette during volume testing, even though the cassette was locked and the pump was running. There was no patient involvement. Evaluation of the returned device revealed a lifting downstream occlusion (dso) seal and a faulty dso sensor.